Event description:
It was reported that stent damage was occurred. Vascular access was obtained via the right femoral artery. The more than 80% stenosed, de novo target lesion was located in the moderately tortuous distal left anterior descending artery. The lesion was predilated using an unspecified 2mm x 12mm balloon catheter at 6 atmospheres for 20 seconds. Then a 24mm x 2.25mm taxus liberté stent was advanced but was not able to cross the lesion. During stent negotiation, it was noted that the stent was damaged. The procedure was completed using a 2.25mm x 24mm liberte stent and post dilation using a 2.5mm x 8mm non bsc balloon catheter. Final angiography revealed excellent results. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified no kinks or damage along the shaft. An examination of the crimped stent found that the proximal edge of the stent was lifted. No other damage was noted to the stent and no issues existed with the profile of the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage was occurred. Vascular access was obtained via the right femoral artery. The more than 80% stenosed, de novo target lesion was located in the moderately tortuous distal left anterior descending artery. The lesion was predilated using an unspecified 2mm x 12mm balloon catheter at 6 atmospheres for 20 seconds. Then a 24mm x 2.25mm taxus¿ liberté¿ stent was advanced but was not able to cross the lesion. During stent negotiation, it was noted that the stent was damaged. The procedure was completed using a 2.25mm x 24mm liberte stent and post dilation using a 2.5mm x 8mm non bsc balloon catheter. Final angiography revealed excellent results. No patient complications were reported and the patient¿s status is stable.